Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis due to error 44510. The power up self test was performed. The error was unable to be duplicated. The error alarm appeared once as seen in the event history log.

Event description:
Information was received indicating that a smiths medical pump presented with error 44510. There were no reported adverse events.